Manufacturer narrative:
The investigation determined that results obtained on the vitros 350 chemistry system for a single patient sample were mis-associated with the incorrect patient name and demographics. The root cause of the event was determined to be user error. The vitros 350 chemistry system was operating as intended. The customer reused a sample ID (sid) without ensuring that the sample previously programmed with the same sid was either processed to completion or deleted prior to reuse. The tsc reviewed information contained in the ¿sample ID reuse¿ section of the vitros 350/250 chemistry system operator's manual which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. The customer understands that the root cause of this event is user error and is aware of ortho¿s recommendations on how to properly manage sid numbers.

Event description:
A customer identified results for a single patient sample that were mis-associated with the incorrect patient demographics when tested on a vitros 350 chemistry system. A patient sample was successfully processed on the vitros 350 chemistry system. Upon completion of testing, the customer stated that the vitros laboratory report had the correct sample ID (sid) and assay requests, however, had the name of a different patient. Test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. However, the customer identified the discrepancy and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).